Event description:
A customer contacted baxter technical service wanting to drain the home pt and end therapy on the machine. The caller indicated the homechoice was not functioning and therapy could not be completed. However, the home pt needed to be drained. The home pt was then connected to another homechoice device and drained 477ml. The service rep then put the home pt in a manual drain and the home pt drained 45ml. A swap of the device was arranged. The programmed fill volume for the home pt was 2500ml.